Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient was very difficult to understand. It was reported the patient had poor coupling and had not been able to charge the ins since last weekend and the ins charge level was between 0 and 25%. The patient indicated he was not able to effectively change because he was not able to get 8 coupling boxes to fill in. After the patient removed the implantable neurostimulator recharger (insr) antenna from the harness and placed the antenna head over the ins, the patient was able to get six bars darkened in. This level dropped off and then came back during the call. It was advised the patient try and keep as many bars darkened as possible to charge the ins. The patient clearly had difficulty keeping the insr antenna in place with and without the harness. The recharging considerations were reviewed and it was recommended the patient try adhesive discs. Adhesive discs were sent. No further complications were reported or anticipated.